Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel; however, the physician decided to remove the smart coil due to its size. While re-sheathing the smart coil, it unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed and the smart coil flushed out. The procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.